Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set is unconfirmed as the alleged issue could not be reproduced. One 20 g x 1 in. Miniloc infusion set was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The returned sample was flushed and pressurized with a 12 ml syringe of water; however, no leaks were found in the infusion set. The sample was found to be patent to infusion and aspiration, and no leakage was observed when the infusion set was also infused and pressurized with a slip-fit style syringe. A microscopic observation revealed some plastic deformation on one of the treads of the luer hub. The inner diameter of the hub was found to be within specification. While the alleged problem was unable to be reproduced with the returned sample, an incomplete or incorrect connection to the luer hub could allow for some leakage between the luer hub and the connected device; however, this was not able to be replicated during evaluation of the returned sample. A lot history review (lhr) of asdus0012 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported needle leaked prior to use on a patient. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdus0012 showed no other similar product complaint(s) from this lot number

Event description:
It was reported needle leaked prior to use on a patient. No other information was provided.